Event description:
Material #305106, potential batch # 3334821, 3144657, 3209277. It was reported by the customer that the one syringe returned with green particle observed in product flow path within the needle hub connection. Verbatim: rcc received a complaint via email. On 15jan2025, was informed of an event with eylea 8mg vial kit which was categorized with the defect foreign matter fm- syringe. On 27jan2025, one syringe returned with green particle observed in product flow path within the needle hub connection. Injection needle, catalog: 305106, lot: 3334821. Customer responded on 18-apr: 1. Can you please provide an exact date of event in format mm-dd-yyyy? 15jan2025. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. N/a. 3. Could you please confirm if there are any samples available to send to bd for investigation? Sample will not be forwarded at this time.

Manufacturer narrative:
Device evaluation: it was reported a green particle was observed in the product flow path within the needle hub connection. As a physical sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, three photos were received for evaluation by our quality team. Two photos show a needle assembly with a green colored particle in the needle hub. The other photos show an ftir chart; the chart does not provide details of the % matching of the particle that was tested. No other information could be obtained from the photos. A device history record review was completed for provided material number 305106, possible lot numbers 3334821, 3144657 and 3209277. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(4) follow up for device evaluation. A green particle was reported to be present within the product flow path at the needle hub connection. To support the investigation, one unpackaged sample, a glass plate containing a green-colored particle, and three photographs were submitted for evaluation by the quality team. A visual inspection of the sample revealed no observable defects or imperfections. Two of the submitted photographs depict a needle assembly with a green particle located in the needle hub. The third image displays an ftir spectrum with characteristic peaks corresponding to polyurethane; however, the chart does not indicate the percentage match of the tested particle. Notably, polyurethane is not a material utilized in the needle manufacturing process. A device history record (DHR) review was conducted for material number 305106, including potential lot numbers 3334821, 3144657, and 3209277. The review did not identify any quality issues during the production of these lots that could be linked to the reported condition. Additionally, no related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the investigation and sample analysis, the customer-reported condition was confirmed. However, a probable root cause could not be determined.